Event description:
It was reported that the patient present in hospital for device check. Upon review of stored merlin.net transmissions, it was noted that the implantable cardioverter defibrillator reached eri prematurely. The device was explanted and replaced on (B)(6) 2017. There were no adverse consequences to the patient prior, during and post procedure.